Manufacturer narrative:
The returned device was evaluated. During testing it was discovered that one led segment would not light. Upon internal inspection it was determined that a failure on the system board was causing the segment to remain unlit. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a display failure wherein led segments are missing. There was no known impact or consequence to patient.